Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a shunt. It was reported that the doctor used the shunt, however, they mentioned that there was an issue with it as the fluid could not flow through when they used the valve. When they switched back to the patient's old valve, the fluid was able to flow. The patient's status at the time of the report was alive-no injury. Additional information received reported that after speaking with the doctor, the patient's currently implanted catheter (connected to the old shunt) was blocked so the procedure was to change out the old catheter and the old shunt to the new catheter and the new shunt. It was stated that there was nothing wrong with the patient's old shunt. The issue was that the cerebrospinal fluid (csf) was not draining through the new shunt. However, the doctor mentioned that the reservoir was filling with fluid during testing. As such, the doctor decided not to replace the old shunt with the new faulty shunt. The doctor did not share any details regarding the old shunt as the old shunt was not the problem, therefore, the manufacturer of the old shunt including the currently implanted catheter remained unknown.